Event description:
The customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. Found a no delivery, and other alarms in the alarm history. The customer did not have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.